Event description:
It was reported that the right ventricular lead perforated the patient. The leads electrical values were tested and checked and normal measurements were noted. The physician elected not to perform any surgical intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.